Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was indicated that the patient had no therapy relief, and it was reported that the ins wasn¿t working, so it was better to have the system removed for future mris due to ms. However, during removal of the ins and lead on (B)(6) 2019, the lead broke where the tines are located. It was noted that only part of the lead was removed, and a lead fragment was left behind. No further patient complications are anticipated or expected as a result of this event.